Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump display went blank during a set change. The customer reported removing and replacing the battery and then receiving a weak battery alarm and a low reservoir alarm. The customer did not recall the blood glucose reading. The customer reported that the insulin pump showed no signs of physical damage and that the insulin pump had not been dropped, bumped, or exposed to moisture. The customer stated that the battery cap contacts were not missing or damaged and that the spring and battery compartment were noted damaged or corroded. The customer was advised to insert a new battery and the customer reported that the display returned, but that the buttons were unresponsive. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display was noted. The insulin pump had a high idle current due to an open trace on the liquid crystal display driver. No unexpected off no power, weak battery, low battery, failed battery test alarm or battery out limit alarm was noted during testing. The insulin pump had intermittent button response due to a flattened act button dome switch. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.